Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (2 mg/ml at 1 mg/day) and ropivacaine (naropin) (4 mg/ml at 2 mg/day) via an implantable pump for an unknown indication for use. It was stated that on (B)(6) 2017, the hcp tried to connect the connector of the catheter 8781, but was unable to. The hcp then tried the connector 8785 and was still unable to. The hcp then tried another 8781 connector and was unable to. The hcp then tried with another 8781 connector and succeeded. It was further clarified that the difficulty connecting the catheter involved the difficulty to insert the catheter into the connector pin. The cause of the difficulty connecting the catheter, per the representative was the diameter being too big, but the representative was not sure. It was stated there were no symptoms. None of the three connectors that were unable to be connected were implanted, and they would all be returned. No troubleshooting was performed. It was stated there were no environmental factors that contributed to the event. The issue was resolved. The patient status was alive - no injury. It was reported surgical intervention had occurred, but this was interpreted to mean trying multiple connectors in one implant surgery. No complications were reported or anticipated.

Manufacturer narrative:
The connector was returned, and analysis found the collet on the connector had been fully locked in place, making the insertion of a catheter impossible. It was unknown if this was procedural. If information is provided in the future, a supplemental report will be issued.